Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi), resulting in pacing inhibition greater than two seconds. No asystole was observed due to the patient having an intrinsic rhythm. No adverse patient effects were reported. This device remains in service.